Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that the flow transducer test failed during pre-use check. Identification of issue has been done by analyzing problem description and service report. Provided device's logs confirmed occurrence of reported issue. The issue was decided to be reported based on available information as a defective gas module may lead to stop of ventilation, low o2 or high pressure. According to the information provided by the technician, the o2 gas module was checked and replaced, which resolved the issue. The device passed all performance tests and could be returned to clinical use. The gas module regulates the inspiratory gas flow and gas mixture. The defective part was not available for further evaluation. The root cause to the reported issue has not been determined. The correction of field #b3 date of event was required. This is based on the internal evaluation. #b3 date of event: previous date of event: 07/29/2022. Corrected date of event: 06/13/2022.

Event description:
Manufacturer's ref. #: (B)(4).